Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure the right ventricular lead exhibited low pacing impedance and no current of injury. The physician elected to use a new lead to complete the procedure. The patient condition was stable.

Manufacturer narrative:
The reported events of low pacing lead impedance and loss of capture were not confirmed. As received, a complete lead was returned in one piece. Analysis was normal. No anomalies were found.